Event description:
It was reported that during an upper left lung lobectomy, the device was reloaded with a green reload to staple the bronchial tube of the upper left lobe and the device closed but did not staple. Another device was used to complete the procedure. There was no pt consequence.